Manufacturer narrative:
Because the complainant neither provided lot information nor returned the device for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated: "leaking from the filter." No other information was provided, and no injury to a patient was reported. (B)(4).